Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. No unexpected replace battery now alarms noted in the pump history file. The power management graph indicated connector resistance issue (j6). Multiple pump error 25 alarms were present in the pump history file due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a few days with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture and severely faded serial number label. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected. The customer¿s blood glucose level was unknown. Customer stated that they had power error detected alarm. The troubleshooting was done to resolve the power error detected. The customer was advised the pump will need to be replaced. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will be returned for analysis.